Event description:
It was reported the display is broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis could not confirm the customer comment that the display was broken. The liquid crystal display (lcd) lens was broken and it is believed that this is what the customer was referring to. Analysis also found that the battery contacts were compressed and that one side bail cover was broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the display is broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.